Event description:
This is filed to report the clip opening while locked. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 in a patient with a heart axis slightly less horizontal than usual. A xtw clip (30118r2039) was chosen for implant. The clip was implanted but then re-opened to approximately 30 degrees two minutes after detachment from the delivery system. The clip remained stable on the leaflets and a xtw clip (21205r1108) was prepped for implant to further reduce the mr. During preparation, the red cap on the clip delivery system (cds) was noted to be missing. The cap was replaced and the procedure continued. The xtw clip was successfully implanted in the patient reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The provided video was reviewed by an abbott clinical research and development engineer. The reviewer stated ¿one (1) fluoroscopic video was provided in which the sgc and two fully deployed clips can be identified, indicating the video was taken post deployment of the second clip, after the cds was removed. Unfortunately, due to the extremely low quality of the video (pixelated, very low resolution) it is not possible to visualize the clips beyond a general shape in the video. The clip arms cannot be discerned or assessed. No comment or evaluation in regard to the reported event can be conducted.¿